Event description:
Healthcare professional reported needle did not retract when slider was halfway, slider got stuck against the xen®45 gts. Surgery was completed with another xen in the right eye. There was no eye injury.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the slider was tested for actuation. Results showed that slider knob was able to slide the full distance of the travel length, as tested multiple times in each of the three needle bevel selector positions. The functional testing showed that the pusher rod that pushes the gel stent out of the needle performed correctly and the needle retracted correctly as the slider knob was advanced to the end of the travel distance. The reported complaint of the xen glaucoma treatment system was not confirmed. The manufactured xen systems are 100% tested in-process at manufacturing for smooth actuation of the slider and for actuation force = 0.7n for the full travel of the slider prior to insertion of the gel stent into the needle. This test is performed three times for each unit, once for each of the three needle bevel selector positions. Allergan will continue to monitor the frequency of these complaints to determine if there is a trend or if this was an individual occurrence.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: precautions: the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use. If increased resistance is observed at any time during the implantation procedure, stop the implantation procedure immediately and use a new xen® system.

Event description:
Healthcare professional reported needle did not retract when slider was halfway, slider got stuck against the xen®45 gts. Surgery was completed with another xen in the right eye. There was no eye injury.